Event description:
Per the report received from austria, edwards received notification of a pascal precision ace procedure in mitral position. During the procedure a single leaflet device attachment (slda) occurred. Patient had severe mitral regurgitation (mr) with challenging anatomy; posterior leaflet flail and anterior leaflet tethered. During the procedure, one device was implanted in a3p3 (a: anterior/ p:posterior) and detached at p3. The grade of mitral regurgitation when the slda happened was severe and stayed at this level. There was no reintervention planned at the time of this investigation and patient was in stable condition. As per medical opinion, the slda happened due to the tethered anterior leaflet pushing itself out after release.

Manufacturer narrative:
B2: other serious - even though there was no reintervention the final regurgitation reduction was impacted by the event. E1: telephone: (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.